Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the reservoir was placed in the bladder and there was an injury to the bladder when placed. The following day the physician performed an additional surgery to repair the injury to the bladder. The device remains implanted.